Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. Device not available for return.

Event description:
It was reported that during use the needle would not engage into the safety mechanism. No adverse health outcome resulted from this event.